Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The bracket from the foot leg assembly had a weld break. The bracket caused the track on the bed frame to bend where the leg assembly slides into it.